Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative that the implantable neurostimulator (ins) turns off whenever the programmer was removed from the body. The patient reported no stimulation and stimulation was off. The patient had gotten a second stimulator on the left side and stimulation was working great until (B)(6) 2016, when their pain returned. Stimulation was turned back on and the patient noted that as soon as they removed the programmer, the stimulation shut off on its own. Turning stimulation on resolved the issue. Proper programmer use was reviewed with the patient. The ins was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.